Event description:
Customer claims the motion sensor did not trigger the receiver, which was 20 feet away from the motion sensor. Customer stated she did not hear the alarm, when she checked on the patient, she had fallen and was lying on the floor. Customer stated no serious patient injury.

Manufacturer narrative:
(B) (4). Product was requested to be returned for evaluation and not received. (B) (4).